Manufacturer narrative:
Expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lok¿ tip syringe had issues with foreign matter that were found during use. The following information was provided by the initial reporter: "the plunger is partially discolored. Looks brown. And white piece is a drug remains."

Manufacturer narrative:
H6: investigation summary it was reported the plunger is discolored and a white piece of drug remained. To aid in the investigation, one sample with no packaging blister and three photos were received for evaluation by our quality team. A visual inspection was performed. The rubber stopper has white residues of a drug, and the rubber stopper has foreign matter that makes it appear unclean. The three photos provided show the sample received. No other defects or imperfections were observed. This defect could occur during the rubber stopper molding process. The sample was sent to the stopper vendor for analysis. The stopper vendor confirmed a manufacturing process defect. A device history record review was not performed as the lot number is "unknown" for this complaint.

Event description:
It was reported that the bd luer-lok¿ tip syringe had issues with foreign matter that were found during use. The following information was provided by the initial reporter: "the plunger is partially discolored. Looks brown. And white piece is a drug remains."